Event description:
It was reported that the patient was taken to the hospital via ambulance, due to low blood glucose (bg) levels of 22 mg/dl and losing consciousness. The personal diabetes manager (pdm) was giving the wrong readings. The doctor visited the patient at home and administered glucagon and further treatment was given at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.